Event description:
Literature was reviewed regarding his-purkinje conduction system pacing (hpcsp) using his bundle pacing (hbp) or left bundle branch pacing (lbbp) versus biventricular pacing (bvp). The authors described patient deaths in all groups; the causes of death were worsening heart failure, sudden death, and other unknown causes. There is no allegation of lead-death relatedness indicated in the article; however, the cause of death and lead-relatedness has been requested, but not yet received. There were patients who required lead revisions, one lbbap and one bvp. One patient in the bvp group required a system explant because of infection at two months. There was reprogramming performed in leads which exhibited threshold increases and phrenic nerve stimulation. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/70 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: his-purkinje conduction system pacing optimized trial of cardiac resynchronization therapy vs biventricular pacing hot-crt clinical trial. Journal of the american college of cardiology: electrophysiology. 2023;9:2628¿2638. Doi: 10.1016/j.jacep.2023.08.003 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.